Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). *investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR *analysis and findings distribution history the complaint ons1733ll was manufactured at csi on october 24th, 2018 under work order (B)(4). Manufacturing record review the DHR- for this unit was reviewed and no non-conformities, related to the complaint condition, was noted. Incoming inspection review iqc-records for the needle was reviewed and no non-conformities, related to the complaint condition were noted. Service history record service history not applicable for this product. Historical complaint review a review of the attached 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. According to the evaluation done the excessive bleeding was not generated due to the quality of the device. There is a 100% needle tip inspection currently to detect incorrect needle quality inside de single lumen manufacturing process. Root cause the most probable root cause is due to incorrect usage of the product. The devices complied with the quality requirements and there is not similar report complaint with this kind of problem. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further corrective action is necessary, as the complaint condition was not confirmed. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference (B)(4).

Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref (B)(4).

Manufacturer narrative:
Reference (B)(4). *investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR *analysis and findings distribution history the complaint (B)(4) was manufactured at csi on october 24th, 2018 under work order (B)(4). Manufacturing record review: the DHR- for this unit was reviewed and no non-conformities, related to the complaint condition, was noted. Incoming inspection review: iqc-records for the needle was reviewed and no non-conformities, related to the complaint condition were noted. Service history record: service history not applicable for this product. Historical complaint review a review of the attached 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. According to the evaluation done the excessive bleeding was not generated due to the quality of the device. There is a 100% needle tip inspection currently to detect incorrect needle quality inside de single lumen manufacturing process. Root cause: the most probable root cause is due to incorrect usage of the product. The devices complied with the quality requirements and there is not similar report complaint with this kind of problem. *correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further corrective action is necessary, as the complaint condition was not confirmed. *was the complaint confirmed? No.

Event description:
Needle failed during the procedure. Patient had excessive bleeding and needed to be sent to the ER for treatment after the retrieval procedure. Ref (B)(4).